Manufacturer narrative:
Corrected section: d4 - UDI exp. Date and h6 - medical device problem code. Additional information: h6. This report stated that a patient's drain (p/n 3600-100, l/n 511271) failed during the night and the patient's pneumothorax increased. The drain was replaced. The user stated that "sometimes the valves on these devices fail." When asked for additional information, the user informed getinge that all the connections had been checked, that the drain was set up per the IFU, and that the drain was on the patient for under 6 hours. They reported that replacing the drain resolved the pneumothorax. The user stated that the drain was connected to "low continuous wall suction" and that the dial on the drain was set to -20 cmh2o. When asked to clarify which part of the drain they believed caused the issue, they indicated the suction regulator and the suction indicator bellows. No pictures of the device were received and the device has not been returned for evaluation. The IFU recommends setting the suction regulator to -20 cmh2o and the suction source to -80mmhg. The user stated that the suction source was set to "low continuous wall suction." It is not clear if they set it to the recommended level of suction. If by "low" they mean the suction pull was not strong, that could explain the ineffectiveness of the device. There are no devices from lot 511271 or manufactured within several months of lot 511271 remaining in inventory and the next closest available lot (514852) did not use the same lots of adjustable regulator as lot 511271 so a contemporary device cannot be evaluated. The DHR of the device and of the adjustable regulator were reviewed and no anomalies were identified. An ncr query was completed which found none related to the device or regulator. The IFU provides adequate instructions for the setup and use of the device. A complaint history review was completed which found 4 similar complaints. Completed investigations of similar complaints have found them to be caused by user error. A review of crs/capas found one potentially related to this complaint, however it is about the inability to adjust the regulator rather than the failure of the regulator to function. No related ncrs were identified. The hazardous situation/harm is addressed in the harm hazards analysis document which assigns it a severity level of 3. This was determined to be appropriate based on the harm that was reported in the complaint. Complaint trending concluded that the actual occurrence level did not exceed the anticipated occurrence level. Neither the complaint nor a device nonconformance could be confirmed. The root cause is impossible to define.

Event description:
N/a.

Manufacturer narrative:
Upon completion of the investigation a follow-up report will be submitted.

Event description:
Received an FDA medwatch ((B)(4)) which stated the following: the physician noticed that the patient's atrium for chest tube failed overnight and the patient's pneumothorax increased which resulted in a dropped left lung. The physician replaced the atrium with a new one stating that sometimes the valves on these devices fail.